Event description:
During a preventive maintenance the service rep determined that the interconnect cable should be replaced.

Manufacturer narrative:
The service rep replaced interconnect cable, verified system working as intended.